Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device was evaluated, but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use.